Manufacturer narrative:
One device was returned for repair with complaint that pump does not recognize a cassette. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log found no related faults. Functional testing confirmed the problem. The cause was the downstream occlusion (dso) sensor. The dso sensor was replaced to resolve the issue. The device passed all the functional tests after the repair.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not recognize the cassette. There was no patient involvement.